Event description:
Resident was agitated and combative. Unable to assess him as he was thrashing in bed, hitting his right hand against siderail of bed, until hand was bruised and edematous. At 9:45 p.m., he allowed staff to assess his hand. Top of right hand was bruised and edematous, 4th and 5th fingers of hand bruised and edematous. Both siderails were up and in place on bed.